Event description:
It was reported on 05 february 2025 that on (B)(6) 2025, the mcot monitor - a13 - verizon was charging and the patient woke up to it feeling extremely hot. The patient reported that the monitor near the charging port was extremely hot to the touch and smelt like it was burning. There were no patient injuries or property damage noted at that time. The patient declined a replacement and ended service on (B)(6) 2025. Additional information was received on 17 february 2025, the patient reported the section of the charging cord that inserts into the monitor charging port did burn them and it resulted in leaving a white mark of their fingers. The patient described the feeling as if they were sticking their fingers in a cigarette lighter the patient did not see an icon on the monitor signifying the device is overheating however, previously did see an message stating "patch not firmly connected." The patient also reported that they use the charging cord that was provided in the kit and did plug it directly into a wall outlet. The patient also noted that the monitor never vibrated or display the charging symbol/battery percentage as it normally does. No additional information was received.

Manufacturer narrative:
It was reported that the mcot monitor - a13 - verizon overheated while charging. The mcot monitor - a13 - verizon returned for device evaluation. Monitor was inspected for general physical integrity and found to have a melted charge port. Engineering confirmed that the monitor had a melted charge port. Root cause cannot be determined at this time, although it is likely due to the monitor as 2 separate charging cords had an overheat event while charging.